Event description:
During initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The physician elected to leave a portion of the stylet in the lumen of the lv lead and complete implant. The patient was in stable condition.